Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. E1. Initial reporter address 1: (B)(6). The device was returned and evaluated by manufacturer. A visual, tactile and microscopic examination identified multiple hypotube kinks in various locations along the length of the hypotube shaft. No issues identified with the outer / mid-shaft sections or the inner lumen of the shaft polymer extrusion. A microscopic examination of the balloon identified a v-shaped tear in the balloon. The tear was located over the distal markerband and extended proximally along the balloon for approximately 5mm in length. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of damage. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on the device analysis completed on (B)(6) 2024. It was reported that the balloon was unable to cross the lesion. The 79% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). A 10mmx3.00mm wolverine coronary cutting balloon [was selected for use. During the procedure, it was noted that the balloon failed to cross the lesion. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, during device analysis it was revealed that the balloon was ruptured.